Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of right colon cancer, when the device was ready to fire, the device however did not fire. They then used another device to resolve the issue. There was no patient injury.